Manufacturer narrative:
The device has been returned to greatbatch medical and the evaluation is in progress. Once the investigation is completed a supplemental medwatch 3500a form will be submitted. (B)(4).

Event description:
It was reported during an unknown procedure the reamer handle broke. The procedure was completed successfully with another device and no adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event is confirmed. The complaint sample was returned incomplete and there were obvious signs of wear observed during visual examination. The power adapter was broken off with surface deformation observed near the fracture area indicating the complaint sample had experienced a torsional overload. A manufacturing review was completed and no discrepancies were found. No further investigation is required. (B)(4).